Manufacturer narrative:
Four curved ultra fast-fix assemblies were returned for evaluation. Visual assessment showed the depth limiters have been removed from each device. Samples (a&b) no ts or suture remain on the insertion needle or were returned for evaluation. The trigger has been fully advanced and locked within each handle indicating a complete deployment. Sample (c) the suture is free from the fixed straw and both ts remain on the insertion needle. T1 has been pushed back to the dimple and a portion of the t is protruding out of the needle. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. Sample (d) t1 is free from the insertion needle and suture has been pulled partially out of the fixed straw. T1 was placed back on the needle and a shake test was performed, t1 remained on the needle. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. Dimensional assessment of each needles rail gap, dimple and crimp met print specifications. The reported complaint of t2 pre-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t2 implant pre-deployed from the ultra fast-fix curved device. The problem reportedly happened during implantation and t1 was removed. A backup was used to complete the procedure. A delay of less that 30 minutes was noted and no patient impact.